Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no functional failure that could lead to patient harm was reported; there were no issues with uncontrolled motion, the instrument getting stuck on tissue, or broken, frayed, or loose cables at the wrist. There were no issues with opening/closing of the grips or up/down wrist movement, but there were issues with left/right grip motion.